Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the pump was powered on with the appropriate auditory and vibratory alerts. During the evaluation, the display screen still remained blank upon start up. Investigation was unable to be completed as a result of the blank screen failure. The pump¿s case was removed; the display screen was found to be cracked. A new test screen was inserted and the display illuminated to normal contrast and was found to be clear.